Event description:
During preventative maintenance of the device, the user reported that the motor of the fan was making strange noises. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.